Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported check IV set error. Also iui connection was interment. Replaced both pressure sensors and both iui connectors. Ran mock infusions and performed a checkout pm, passed all tests.